Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated to a low vault. In a separate visit the lens was explanted & on the same day but different surgery the lens was replaced for a longer length lens and the problem resolved. Cause of the event was listed as other.

Manufacturer narrative:
Rotation/decentration/subluxation & secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. H6: investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim: (B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned dry with residue/debris on the lens in a microcentrifuge vial. Visual inspection found the lens haptic broken. Dimensional inspections found the lens to be within specifications. Claim: (B)(4).